Event description:
It was initially reported that this patient had been implanted with a standard catheter. Following the initial implant the patient reported having had two additional surgeries due to a faulty catheter installation. These surgeries and subsequent health risks all were reported resultant from the initial faulty catheter. The catheter was alleged faulty as the patient was required to adjust the dosage rate up to 1.49. Following the first refill there was a leak which was then surgically repaired. Four days after another leak reportedly occurred. As a result, the catheter was completely replaced. The patient reported that their dose rate after the final replacement was .2 and was "doing better" than at the 1.49 rate. The patient understood that the faulty catheter was due to a "package medtronic issue." The patient reported the pain and suffering and having two surgeries within a week's time had nearly "cost me my life." Lastly, the patient was hospitalized after the second surgery for dehydration. The following clarifying details were later reported. The patient's catheters broke in the distal and proximal segments resulting in leaks. These issues were reported located in the device pocket and catheter track. The patient was implanted on (B)(6) 2012. Due the patient's size the implanting physician had to use two 8709scs spliced together. Patient reported to managing physician several days later with spinal headache and was given a blood patch. The patient later reported to implanting physician in (B)(6) 2013 with fluid in the pocket. On (B)(6) 2013 the implanting physician opened the pocket in a scheduled procedure and found a leak. The physician removed 14.5 centimeters of catheter and the leak appeared corrected the procedure ended. On (B)(6) 2013 patient reported flu-like symptoms to implanting physician who scheduled exploratory surgery on (B)(6) 2013. On (B)(6) 2013 the implanting physician opened the pocket and again found a leak. It was decided to open the spinal incision as well to check there and a leak was discovered there as well. As a result the entire catheter was replaced. The explanted products were discarded. During these issues the patient was reported to also have experienced underdose symptoms and then overdose symptoms after the last procedure when the catheter was replaced. This device system delivered infumorph. The patient was reported to be alive without injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 87 09sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).